Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The csf had followed the track made by the catheter to the pump pocket site (causing the swelling to spread to the pump site).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal infumorph 5 mg/ml at a dose of 0.24 mg. The indication for use was spinal pain. The patient had a cerebral spinal fluid (csf) leak. The patient had swelling at the back where the catheter was inserted, along the catheter track, and at the pump site. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient noticed swelling at the back on (B)(6) 2016. Swelling spread to the pump area and the catheter track. The patient saw the hcp on (B)(6) 2016, and the hcp ordered a CT scan. It appeared the catheter was in the thecal sac. Surgery was scheduled for (B)(6) 2016 to explore. On (B)(6) 2016, the hcp cleaned out the pump pocket which was filled with clear fluid csf. The hcp opened the patient¿s back and repaired the csf leak. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.